Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Res vol is 35.9, rate is 2.1 ml/hr, given is 59.15 ml. No bubbles observed. Patient not affected. No further information available.